Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Further information was received that.the patient recovered from peritonitis.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from india of peritonitis in a patient coincident with dianeal ultrabag pd2 1.5%, dianeal ultrabag pd2 2.5% and dianeal ultrabag pd2 4.25% therapies. During a call, the following was reported. On an unreported date, the patient had constipation. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. Cause of peritonitis was constipation. The patient was treated with injection vancomycin (1 gram in every exchange for 7 days) (route not reported) for peritonitis. The outcome of constipation was not reported. The outcome of peritonitis was unknown. The event of peritonitis was unrelated to baxter products.